Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the assembly, the scrub nurse felt the device makes some heat near the battery. She chose not to use the device, and opened a new one. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the assembly, the scrub nurse felt the device makes some heat near the battery. She chose not to use the device, and opened a new one. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2022. D4: batch #319a34. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 12 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device history review: null.